Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.